Event description:
New information received notes that the right ventricular lead exhibited high capture threshold and high pacing impedance. The lead was capped and replaced on (B)(6) 2021. The patient was stable.

Event description:
New information received notes that the physician attributed high pacing impedance and capture thresholds to the patient's physiology.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited an increase in capture thresholds and pacing impedance. No device intervention was performed. The patient had no consequences.